Event description:
After the routine pump replacement procedure, they found out that the catheter had a leak/hole. The patient was taken back to surgery a week later for a new catheter. After the procedure, because they didn¿t know what the patient was getting with the catheter leak, they lowered the pump dose; ¿its way low now¿. Everything was working fine after the catheter was fixed. At the time of this report, the pump was delivering morphine (15mg/ml at 2.5mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Product ID 8780 (B)(4) implanted: (B)(6)2014 product type catheter - (B)(4) is no longer applicable for this event and is being replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
As of the date of this report, the patient was still having concerns with her device or therapy, but had not sought further help. She had more pressing medical issues right now, but would be working on solutions and/or any action necessary to resolved them.